Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) gave an electrical error code 50 message. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
Analysis of production: (3331/114) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/114) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/114) the overall 24 month product complaint trend data for the period (B)(6) 2019 through (B)(6) 2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp. The fse checked and cleaned the motor control board. During cleaning found moisture in motor control board. After cleaning, the fse observed the unit working without error. Customer was advised to replace the motor control board if find same error in the future. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) gave an electrical error code 50 message. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.